Event description:
It was reported that foreign matter was found on the bd intima-ii¿ closed IV catheter system needle when withdrawing the needle. The following information was provided by the initial reporter, translated from chinese: "after the puncture was completed, floc was found at the position of the steel needle when the needle core was withdrawn."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 18-sep-2023 h.6. Investigation summary: a device history review was conducted for lot number 3052739. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned which displayed the reported foreign matter. Compositional testing of the foreign body determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. To prevent future occurrences of the nature, our facility has optimized our line checks to identify and remove excess build up of silicone.

Event description:
It was reported that foreign matter was found on the bd intima-ii¿ closed IV catheter system needle when withdrawing the needle. The following information was provided by the initial reporter, translated from chinese: "after the puncture was completed, floc was found at the position of the steel needle when the needle core was withdrawn."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.